Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device's sensor board and active exhalation control module were replaced. The sensor board and active exhalation control module were returned to the manufacturer for investigation. The sensor board was found to have a sensor which drifted out of tolerance. The active exhalation control module was found to have a faulty proportional valve.